Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with two neurostimulators for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s implantable neurostimulator (ins) was turning off by itself unexpectedly. The patient had an unrelated head MRI completed and since then both of the patient¿s ins¿s will shut off by themselves. The patient stated that they will stay on for 2 hours or so and then they will see on their patient programmer (pp) that their ins¿s are off because they do not see the lightning bolt. It was unknown if there were any error codes seen on the pp screen. The patient experienced a lack of efficacy during the time of the report and since the issue started. The patient was unable to void on their own. It was noted that the patient had a history of mental health issues. There were no falls or traumas related to the event. The rep would probably be meeting with the patient to check their system but the timing of that was still pending at the time of the report. Urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor therapeutic response, decreased urinary retention known clinical side effects and therapy effects other serious adverse event, not life threatening\unknown MRI electro-magnetic interference (emi) settings changed unexpectedly device operates differently than expected device not returned

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.